Event description:
Chest x-ray showed a kink in the implanted port used for chemotherapy infusion. The pt was taken to surgery to remove the port. During the procedure, it was noted that at the area of kinking, the catheter had scarred into the subclavian vein and the remainder of the catheter was unable to be removed.

Event description:
The facility refused to sent the product to co for evaluation. A boston scientific corporation representative was sent to the facility to view the product and take pictures. Specific pictures of the device were taken and reviewed by quality engineering. The facility still retains the device. On evaluation, the device appeared to be typical and no signs of manufacturing defects were noted.